Event description:
It was reported that when using the bd pyxis¿ es server requested to recheck if the server was up, it was on critical override the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override. The technical support specialist (tss) dialed into the server, launched the sql server management studio, ran down time query and identified that the extract transform load was running in every five minutes and successfully published data changes to 124 current subscriptions. Tss confirmed that the issue was due to database server offline and informed customer that the rca can be retrieved from the information technology department. The system functioned as intended after the technical support specialist troubleshot the device.